Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing due to the ground bond verification. The measurement was 0.127 ohm, and the specification is 0.001 ohm - 0.100 ohm. The was a rite test failure, and no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.185 to 0.016 ohms when the door post set screw was completely tightened. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Door post was scrapped. Device was sent to servicing.